Event description:
It was reported that during central processing, the 8mm force bipolar instrument had a broken tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and the reported event with the instrument could not be replicated nor confirmed. Visual inspection was performed and found no damage to the conductor wire. The instrument also passed the electrical continuity test. Additional observation(s) related to customer complaint: the instrument was found to have a frayed pitch cable at the proximal clevis hub. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.